Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "pacer disabled", "pacer fault 117" messages and an unk "defib fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.